Event description:
Approximately 5 years postoperatively, the patient presented with extreme dyspnea upon exertion. An echocardiogram revealed aortic stenosis, an elevated mean pressure gradient, and aortic insufficiency. The valve was explanted via a minimally invasive aortic valve replacement procedure. During the explant procedure, it was observed there were dense adhesions in the periaortic space and calcifications along the cusps. There was stiffening of the cusps and heavy calcification at the commissures. The valve was replaced with a 25 mm valve from another manufacturer. Postoperatively, the patient was in stable and satisfactory condition.

Manufacturer narrative:
The results of this investigation concluded nodular calcifications and fibrous pannus ingrowth on all three cusps. Special stains were negative for organisms, and no acute inflammation was present. There was no evidence found to suggest the cause of the calcification and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the calcification and pannus formation remains unknown.